Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappears.